Event description:
It has been reported that during a bph surgical procedure "fiber began flashing and fiber cap detachment" at 46,000 joules was noted. The tip of the fiber detached inside the patient and was retrieved. The fiber was exchanged and the procedure was completed at 98,127 joules. Patient outcome: "no injury" to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was tested with hene laser fixture, the aim beam is present at fiber output window; the glass cap exhibits mild devitrification at output window; the metal cap exhibits scratch marks on metal surface; no failure detected. Probable root cause: based on the device analysis, the product complaint "fiber cap detachment" could not be confirmed; there is no failure found with the returned product.